Manufacturer narrative:
Previously there was no proper device information filled, now it was updated. In box b, box g and box h sections was updated/corrected.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged inflammatory response, dizziness/headache, hypersensitivity, nausea/vomiting and skin, eye, nose and respiratory tract irritation, lung disease, asthma. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged inflammatory response, dizziness/headache, hypersensitivity, nausea/vomiting and skin, eye, nose and respiratory tract irritation, lung disease, asthma. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.